Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were over 60 mode switches due to oversensing of noise on the right atrial (ra) channel. It was noted that the noise ran from approximately two seconds to eleven and a half seconds, however the patient had an underlying rhythm thus no asystole. Further review of the patient's data found that several months earlier there was one ra out of range pacing impedance measurement of greater than 3000 ohms. The rest of the ra lead impedance measurements were around 500 to 550 ohms. At this time the clinic has opted to continue to monitor the patient. The implantable cardioverter defibrillator (ICD) and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there were over 60 mode switches due to oversensing of noise on the right atrial (ra) channel. It was noted that the noise ran from approximately two seconds to eleven and a half seconds, however the patient had an underlying rhythm thus no asystole. Further review of the patient's data found that several months earlier there was one ra out of range pacing impedance measurement of greater than 3000 ohms. The rest of the ra lead impedance measurements were around 500 to 550 ohms. At this time the clinic has opted to continue to monitor the patient. The implantable cardioverter defibrillator (ICD) and ra lead remain in service and no adverse patient effects were reported.